Event description:
During installation of the device, the battery module failed to operate as expected. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress but not concluded.